Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a heart attack 5 months ago. The associated right ventricular (rv) lead had high out of range shock impedance measurements highly suggestive of calcification, with the patient put into a life vest. A revision that was scheduled was postponed as to allow the patient to heal and received a change in their medication. The rv lead was subsequently surgically abandoned and replaced. This ICD remains in service. No additional adverse patient effects were reported.